Event description:
Unit was explanted due to a report of rate decrease. No further injury or complications associated with the event.

Manufacturer narrative:
Telemetry upon receipt of the pacemaker indicated an end of life condition. The high measured battery impedance indicates that the device was exposed to cold temperature after explant. All other tests resulted in measurements within product specifications, no failures were identified.